Event description:
It was reported that while using versajet during a theatre procedure, set failed to provide saline flow when required. Saline was simply dribbling out of the hand piece. An alternative method of debridement was used.